Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the day of the coiling the patient was improving. The patient has since died. The patient suffered from spasm and swelling that ultimately led to their death. The patient was supposed to do follow up at 3 months after the procedure in november, but kept cancelling.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that patient passed on (B)(6) 2024.

Event description:
Medtronic received a report that the manufacturer representative (rep) was made aware of a patient in the lab that was undergoing a coil procedure. Rep spoke with the healthcare provider (hcp) post procedure and it was reported that the pipeline was placed by a different hcp in november with the help of a rep. Viewing the images it looked as though the pipeline barely covered the aneurysm proximally. At some point the device retracted into the aneurysm and the patient had a rupture. The patient was taken to the hospital on (B)(6) 2024 and a coiling of the aneurysm was performed. There was migration after deployment. A possible cause of the migration was not enough across the neck proximally per hcp. The pipeline was implanted at the intended location. Full wall apposition was achieved. No side branches were covered by the pipeline.  Symptoms associated with this event include ruptured aneurysm. The pipeline was used for an approved indication. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery (ica) aneurysm. It was noted that the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level unknown, therapeutic. Angiographic result post procedure showed upon review of the pipeline procedure from november 2023, the pipeline device was barely across the neck of the aneurysm proximally. Sometime between then and 2024-apr-03, the pipeline relaxed distally on the proximal end and was in the aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.